Manufacturer narrative:
The statement "patients medical records are unknown and no imaging is provided" is incorrect. Implant records have been received.

Event description:
No new information received.

Manufacturer narrative:
(B)(4). Initial MDR was submitted by cook inc under manufacturer report reference# 1820334-2016-00404. Occupation: non-healthcare professional. Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Patients medical records are unknown and no imaging is provided. Therefore, it is impossible to comment on the ivc tulip filter becoming imbedded, tilting, migrating, fracturing, perforating, and/or otherwise becoming irretrievable approx. 1 year after placement. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during filter placement or during filter implanting period. Under normal conditions, i.e. Ivc < 30 mm, the radial force of the filter will ensure proper attachment of the filter legs to ivc. However, filter migration is a known risk in relation to filter implant reported in the published scientific literature. Manipulation in the area of the filter implant or a blood clot captured inside the filter may cause migration or contribute to changes in the filter configuration and placement. IFU, contraindications: megacava (diameter of the ivc > 30mm) it is cook¿s experience that fracture of filter legs is due to unidirectional bending fatigue. The type of fatigue is a high cycle fatigue where cyclic low stresses with low stress concentrations were applied to the filter leg. The bending moment of the filter leg may be introduced by different scenarios that in some instances will change the filter¿s original configuration, e.g. 1) by perforation of the ivc wall, or 2) by caught in a body structure (e.g. Renal vein). Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. Unknown if the reported bleeding, pain, limited mobility, blood clots are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2008 ." Alleged: on or around (B)(6) 2009 ivc filter becoming imbedded, tilting, migrating, fracturing, perforating, and/or otherwise becoming irretrievable. Additional information received 03/29/2019: per CT scan, dated (B)(6) 2009, ivc filter with the legs of the filter appearing to extend beyond the wall of the inferior vena cava. One of the legs appears to extend anteriorly beyond the wall of the inferior vena cava along the poster inferior aspect of the transverse duodenum. No definite bowel perforation is present. There is no evidence of pneumoperitoneum or free intraperitoneal fluid." Additional information received 07/22/2019: patient allegedly received an implant on (B)(6) 2008 via the right internal jugular vein due to diagnosis of deep vein thrombosis and pulmonary embolism. Patient is alleging migration, vena cava perforation, bleeding and organ perforation. The patient further alleges ¿blood clots, surgery to remove blood clots, blood clots in lungs and blood clots in both legs.¿ ¿an attempted surgical retrieval was performed through the neck vein in 2010 due to filter puncture (of) the main artery.¿ patient outcome: alleged ¿problems with breathing, leg and body pain as well as limited physical activity."